Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device stored episodes with anti-tachycardia pacing (atp) and device shock therapy provided to the patient. Boston scientific technical services (ts) reviewed the episodes and indicated that the device therapy was possibly provided due to an atrial arrhythmia with rapid ventricular response (rvr). This is inappropriate therapy. The therapy was not noted to have been exhausted. Ts explained to the healthcare provider (hcp) that further review is recommended. The device remains in-service. No additional adverse patient effects were reported.